Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A replacement pump was sent to the customer to resolve the issues. It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer¿s blood glucose (bg) level was high - 560 mg/dl. Reportedly, the customer addressed their bg by sleeping.